Manufacturer narrative:
The reported event of insertion difficulty was confirmed. The sheath hemostasis cap inside diameter measurement was within specifications; however, resistance was noted near the proximal end of the sheath when a dilator from current inventory was inserted into the sheath. The sheath handle was opened, and the pull wire windows were noted to be torn, consistent with the reported insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis, confirming a pull wire window tear within the introducer handle, consistent with the reported insertion difficulty.